Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Three anchors were received for this complaint with no lot identification. Visual observation for all three devices confirms the distal tips of the anchors are broken. The broken distal ends for two out of the three anchors are held in place by suture, the third anchors didn¿t have the suture. All three anchors had stains and tissue debris; indicating that the failure occurred during insertion. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. P/n: 222205; lot: 3735588. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a rotator cuff neoplasty it was noted three screws were broken. The broken piece didn't fall into patient. Changed the new replacements to complete. There was no adverse event or extended surgery. This is report 2 of 3.